Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 248 mg/dl. The self test was performed and customer was able to clear the alarm but unable to complete the rewind. The customer reported it was the second occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Hardware low-level failures alarm during self test and confirmed in the insulin pump history due to broken trace on keypad assembly.